Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the stapler would not fire and was locked out somehow during the procedure. Another stapler was opened to complete the case without incidence. There was no consequence to the pt.